Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (unit kept having sync errors). All tests were performed by using good known test patient circuit and ac adapter. Ventilator passed twenty-five hours extended test with same pre-settings as customer had at the time of the incident; bench test was also performed on flow valve but it could not reproduce ¿sync error¿ throughout testing. Furthermore internal inspection was done on the ventilator and no anomalies was revealed.

Event description:
The customer reported complaint on lap top ventilator showing sync errors. Reported issue was found while the ventilator was being used by the patient. There was no harm to any patient or clinician associated to the reported event.